Manufacturer narrative:
The device is not available for analysis. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. CAPA 24-007. Manufacturer reference: (B)(4).

Event description:
Information was received. That a remake of the appliance was requested, as the patient broke the anchors, through the tray the first night. No patient harm or injury was reported. No additional information has been provided.